Event description:
Nurse at pt's prescriber's office advised that pt's mother was having difficulty using the auto-cover pen needles. Nurse stated that needle was not fully penetrating pt's skin when administering norditropin dose. Frequency: daily, route: subcutaneous. Dates of use: (B)(6) 2018. Diagnosis or reason for use: hypopituitarism. Is the product compounded? No; is the product over-the-counter? No.